Manufacturer narrative:
Neither the device nor films of applicable imaging studies were returned to the manufacturer for evaluation. Therefore, we are unable to determine the definitive cause of the reported event. Investigation results: based on the provided information within this complaint, there is not enough information to conclude that there is a manufacturing or design related non-conformance of the device. Limited details were provided to patient event specific factors. No causality between the patient reaction (death) and alleged product was noted in complaint nor could any conclusions be identified based on complaint details provided. With the available information, a contributing factor or cause for the reported event cannot be confirmed. If information is provided in the future, a supplemental report will be issued.

Event description:
It was reported that the patient underwent a surgery due to t12 burst fracture; wherein cement was implanted in the affected vertebra. Cement was stored at proper temperature before and during the procedure. It was mixed for 30 seconds and was doughy and homogeneous prior to delivery into the system. On an unknown date, post-op, cement extravasation into the vascular system was detected. Additional surgery was attempted but was not successful. On (B)(6) 2019, post-op, the patient passed away due to pericardial tamponade. No additional information is available.